Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Based on the information provided by the user facility the cause of the report event can be attributed to user error. As part of our investigation, the manufacturer¿s local sales recommended that a field service engineer be dispatched to the user facility to provide an in-service training on the use device. To date the user facility has not finalized a date for this visit the esg -100 instruction manual states ¿ these instructions for use contain essential information on using this electrosurgical unit safely and effectively. Before use, thoroughly review these instructions for use and the instructions for use of all equipment which will be used during the procedure. Use the equipment as instructed. Keep this and all related instructions for use in a safe, accessible location. If you have any questions or comments about any information in these instructions for use, please contact olympus or your distributor.¿

Event description:
The service center was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the doctor accidentally stepped on the black toggle button of the footswitch changing the settings and made a larger sphincterotomy than intended. The doctor saw the larger hole and resolved it right away. It was reported that the doctor was unaware that the activation would cause this type of incident to occur. The intended procedure was completed with further no complications.

Manufacturer narrative:
This supplemental report is being submitted to correct the manufacturers report number from 8010047 to 9610773.